Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a vertical gas break through in the right eye of a patient during lasik surgery.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed before the start of the treatment and not immediately before the treatment. The surgeon lost vacuum two once during the docking process/before the treatment. The treatment of the patient's right eye was finished successfully without any issue. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. During onsite visit the reported event could be confirmed and reproduced by the responsible field service engineer. The field service engineer replaced the scanner module. More information about the reported issue was requested but not received. The replaced part is expected to be returned to device for evaluation but has not yet arrived. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).